Event description:
Customer reported abo mistype with the fwd_abo assay on the galileo. A known group a donor sample typed as ab. Investigation showed the customer used a clotted sample for testing.

Manufacturer narrative:
Reveiw of the original testing plate ua5244269 from instrument 10008 showed that the anti a well (a04) had more cells dispensed into the well and that the anti b well (b04) appeared to have very few cells dispensed into the well. The a1 cell well (f04) had a small cellular clot in the center and what appeared to be a slight fibrin clot as well. The roi's were acceptable and no splatter was noted anywhere on the plate.repeat testing on galileo 10081 was performed in 2009 and interpreted as a positive. The customer called back and reported that the sample tested was slightly clotted. The galileo operator manual warns that clotted samples cannot be used for abo testing.